Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. During the procedure the patient had low blood pressure, and it was reported "anesthesia supported patient's low blood pressure the entire case" and no effusion was seen. 76 ablations were performed during the procedure without any other complication. The patient "began crashing" a couple hours after the procedure had been completed. Chest compressions were administered for approximately 30 minutes and shocks were applied multiple times. Ultimately the resuscitation attempts were unsuccessful, and the patient was declared deceased. The official cause of death is unknown at this time. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. During the procedure the patient had low blood pressure, and it was reported "anesthesia supported patient's low blood pressure the entire case" and no effusion was seen. 76 ablations were performed during the procedure without any other complication. The patient "began crashing" a couple hours after the procedure had been completed. Chest compressions were administered for approximately 30 minutes and shocks were applied multiple times. Ultimately the resuscitation attempts were unsuccessful, and the patient was declared deceased. The official cause of death is unknown at this time. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that 76 total pfa applications were performed during the procedure under general anesthesia, and that ablations were performed at the pulmonary veins, the posterior wall, the svc and cti lines. An autopsy was performed, but the results were not known. Additionally, the patient was stated to have co-morbidities, however specifics were not provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.